Manufacturer narrative:
The field service engineer adjusted the gear pump. He found a problem with the rinse station, and some pipes were perforated. He replaced the tubing. After service, no further issues were reported. The investigation determined the service actions resolve the issue.

Event description:
The initial reporter received questionable creatinine results for one patient tested on a cobas c 501 module. The patient's initial creatinine result was not reported outside the laboratory. The customer performed repeat testing with the sample. The patient's initial creatinine result was 23 umol/l. The patient's repeat creatinine results were 88 umol/l and 88 umol/l. The creatinine reagent lot number and expiration date were requested but not provided.